Manufacturer narrative:
The device was received for investigation and interrogated. Interrogation revealed the device was above eri. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. There was no evidence of device malfunction. However, a discrepancy in the programmer's estimation of remaining longevity was noted but the root cause was unable to be determined.

Event description:
The device was explanted due to normal eri and returned for analysis due to a battery longevity calculation error. Analysis revealed a discrepancy in the programmer's estimation of the remaining longevity of the device.